Manufacturer narrative:
Reporting institution name, address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported ventilator/primary alarm failed. The customer reported that the unit was not in use on patient. The authorized service personnel (asp) confirmed the reported problem. Intermittent main alarm failed. The asp performed visual inspection. The asp switch the speakers from left to right. Test and inspection data refer to visual check: passed, device returned to full functionality.